Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a balloon rupture occurred. The 75% stenosed, calcified, "average" tortuous lesion was located in the middle and distal right coronary artery (rca). The physician attempted to predilate the lesion with an apex 2.0x12mm balloon, but could not cross the lesion. The physician then implanted a non bsc drug eluting stent and post-dilated the lesion with the previously used apex 2.0x12mm. The physician attempted to place a 2.50x16mm taxus express2 drug eluting stent, but failed to cross the lesion. The physician dilated the lesion again with the apex and a quantum maverick 2.50x15mm balloon. The physician attempted to cross the taxus express2 stent three more times and succeeded. The taxus express2 stent was inflated with pressure of 11 atm, but the balloon did not inflate. The physician noted that the stent was on the balloon and that the "balloon was ruptured at the proximal maker". Finally, the procedure was completed with a different device. Patient status is good.

Manufacturer narrative:
.